Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues prior to the passing. Nevro attempted to obtain a medical assessment but no additional information was available.